Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.